Event description:
It was reported that bd q-syte closed luer access device broke and leaked. The following information was provided by the initial reporter, translated from french to english: I would like to inform you of an incident which occurred on (B)(6) 2025 in our ¿paediatric immunology, haematology & rheumatology unit¿ at the (B)(6) hospital. Incident: after the syringe pump's audible alarm went off, the nurse tried to restart it, but it signalled ¿upstream pressure¿. The nurse found the syringe still fitted to the anti-reflux valve, but part of it had broken off. The syringe had been connected for 24 hours and contained ¿cyclosporine¿. The medical devices were disinfected with 70% ethyl alcohol. The bd q-sytetm valve ref. 385100 is connected between the bd plastipaktm syringe ref. 300865 and the pe extension. Neoline aseptinmed ® ref 202107. Immediate action: change the 3 devices. Apparent immediate consequences: for the patient: an unquantifiable loss of therapeutic administration leading to a delay in the administration of medication and an infectious risk linked to the rupture of the closed system and the risk of gas embolism. For professionals: additional workload - event management for the establishment: economic cost due to the need for additional devices and drug treatments and other potential consequences on patient care.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. One q-syte connector was received with a broken top body. The broken end of the top body was connected to a syringe, which indicates that the damage occurred during use. However, dues to the samples used condition, the root cause of the reported issue could not be definitively determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.